Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was unknown. The customer stated the alarm occurred shortly after inserting new battery. The customer was advised to monitor pump. The customer had already an upgraded pump. The customer reported via phone call indicating that the insulin pump alarm external ram crc error. Customer's blood glucose at time of incident was unknown. The customer was advised the pump will need to be replaced. The customer was advised to return oow pump for analysis. The customer was assisted with programming pump, time/date, basal rates, bolus wizard and fixed prime. The customer was helped in programming upgraded pump.